Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown transfer set became disconnected from an unknown set with cassette and fell on the floor. This event occurred during drain 2 of 5. The technical service representative assisted the caregiver (cg) in ending therapy and advised the cg to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available. This is report 1 of 2 for this event.